Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference according with the complaint.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 70 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 194 mg/dl and 200 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed with test strip lot # ps2262: (B)(4). Adverse event not reported.